Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiac transplant coordinator that the driver experienced a low pressure alarm and then stopped completely. Subsequently, the pt was switched to a back up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that the driver failure occurrence was sudden and occurred one day after use. Evaluation of the returned driver revealed the installed compressor had seized preventing the unit from adequately producing vacuum/pressure. The root cause in this case can be traced to a loose piston set screw. The middle cylinder piston set screw was found to come loose and jammed between the compressor crankcase interior wall and connecting rod. The cause of how the set screw became loose is related to an assembly error. Loctite was not applied to the threads of the set screw prior to installation. No trends have been identified and retraining has been performed. No further information is available. The manufacturer is closing its file on this event.